Manufacturer narrative:
Clinician reported what appears to be lead noise on home monitoring recording on (B)(6) 2019. Pacing and shock impedance values appear stable on hm. Recommended monitoring and follow-up. Lead remains implanted. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Noise was reported on this lead. Patient to be brought in for in office follow-up and lead isometrics.